Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom keypad keys o and 2 do not function properly. The evaluation found that pump had an intermittent response from keys #0, #1, and #2, due to a failed keypad. The front case assembly, which contains the failed keypad, was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump keypad keys #0 and #2 do not function properly. The customer stated the device came from the oncology care area. It was also reported there was no pt involvement.